Event description:
Customer reported the monitor blanks out after 2 minutes. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the operator was inadvertently hitting the "blank" button. System operates as intended. This MDR is related to ge healthcare complaint number.